Manufacturer narrative:
Reason for reoperation: deflation additional, corrected and/or changed data: h.11.

Event description:
Healthcare professional reported right side upon "inflation" the valve leak. Device has been explanted.

Event description:
Healthcare professional reported right side upon "inflation" the valve leak. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events valve leak and/or damage was received on may 13, 2025, with lot number 2533281. Based on the product analysis performed, the assessments of the complaint codes are: ¿ valve leak and/or damage: observed delamination of diaphragm valve assessed as adhesive failure and observed two openings assessed as surgical damage. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflation.

Event description:
Healthcare professional reported right side upon "inflation" the valve leak. Device has been explanted.